Event description:
The customer's blood glucose level was displayed as "high," but the specific value was unknown. As a corrective action, the customer conducted a correction injection via manual injection and later successfully loaded a new cartridge onto the pump, which resolved the issue, allowing the pump to resume normal operation. There was no adverse impact to the customer's blood glucose level.